Event description:
The home patient reported a 2240 alarm prior to connecting to the homechoice machine for automated peritoneal dialysis treatment. The patient had accidentally hit the "go" button prior to connecting. The machine went into drain and alarmed correctly. The pt then mistakenly connected to the patient line. The service center instructed the pt to discontinue treatment and begin again with new supplies. There was no patient injury or medical intervention reported by the home patient.